Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The following was reported to dräger: "during ventilation on child the device switched to safety mode." There was no injury reported.

Manufacturer narrative:
The log file was partly overwritten by newer entries already but it indicates that an error was detected in the internal communication of the device's subsystems at the time of event. The communication driver chip was restarted but further communication breakdowns occurred sporadically. The device is designed to shut down automatic ventilation when the error condition can't be removed by rebooting. The monitoring functions remain available and the user is advised to continue with manual ventilation using the safety o2 supply function. The log file provides evidence that the patient gas supply was established this way for 3.5 minutes. The o2 flush function was tested in follow-up of the event and found working appropriately. The pcb having the communication driver chip onboard has been replaced. The device passed all consecutive tests and was returned to use. The board was tested in the periphery of a lab device and the error condition could be duplicated sporadically. Since it can be considered that the repair exchange of this pcb was the appropriate measure to put the device into fully operable condition the failure wasn't investigated in more detail. Dräger finally concludes that the system initiated countermeasures as designed upon the malfunction of a single component: the self-monitoring function initiated a reboot but due to the fact that the error condition recurred, the automatic ventilation was shut down and the user was alerted to this condition by a corresponding alarm. Ventilation could be bridged for some minutes in safety mode; no patient consequences have occurred.

Event description:
Please see initial-report.